Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. Summary of investigation: there are three previous complaints of this code-batch regarding the same issue closed as confirmed. We manufactured (B)(4) units of this code-batch. There are no units in our stock. We have received 24 closed and 6 open samples with the needle detached from the thread (threads are still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.88 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirement for minimum. Ep requirements: 1.12 kgf in average and 0.46 kgf in minimum. 2 of the samples received had the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and some closed samples received show that the needle escaped from the thread. Final conclusion: taking into account the samples received, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that suturing could not be performed because the needles were already detached from the thread upon arrival. It was found prior to use; there is no patient involvement. No additional information was provided.